Manufacturer narrative:
One device was returned for repair with complaint of error code 46184. Probable cause is unknown. The reported problem error code was not verified by functional testing. The device functions as intended. The device passed all functional tests after the repair.

Manufacturer narrative:
H3, h6: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device had an error code 46184. This occurred during testing, and there was no patient involvement.